Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change error messages occurred with the same cartridge during the load process. Customer's blood glucose was 140 mg/dl. The customer reverted to manual injections for insulin therapy, as customer was out of insulin. Reportedly, the customer was using admelog within cartridges. Upon follow up, the customer successfully loaded a cartridge and resumed insulin therapy.